Event description:
The dialysis unit mgr reported that during the month of august 1998 there were 24 occurrences of blood leaks with preprocessed dialyzers from the same lot. Event specific info was not available. The unit mgr reported that there were no detrimental effects for any of the pts. The reported blood loss for any of the occurrences was estimated as less than 50 cc and there were no hematocrit drops. The involved devices were discarded.